Manufacturer narrative:
One collection cassette with tubing and an unknown empty bottle of balanced salt solution and a small plastic vial were returned. The small plastic vial contains a white colored particle approximately 1 mm wide by 1.5 mm long. The particle is hard to the touch. The assembly was dirty with fluid in the lines and a small amount in the collection cassette. Functional testing was performed using a stellaris system. The assembly performed as intended. The particle was sent for analysis. The analyses indicate that the white-colored particle consists primarily of polycarbonate. Lesser concentrations of silicon, calcium, and aluminum were detected. This is consistent with mineral deposits.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During surgery a white and rigid particle was found inside the patient's eye. No aspiration possible, but removed by surgeon.